Manufacturer narrative:
Based on the results of the investigation, the identity of the foreign material could not be obtained, neither could the root cause of why the foreign object remained in the device be specified. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a foreign object was found in the gastrointestinal videoscope's nozzle. There was no patient involved.